Manufacturer narrative:
Result: siderail assembly.

Event description:
It was reported by service report that the head left siderail was stuck in the down position. It is unk if there was pt involvement; however no adverse consequences were reported.